Event description:
Procedure: revision intrafix case. Open surgery procedure. Exposed the intrafix screw and sheath which were protruding approximately 2mm out of bone tunnel. Screw mobile when tested with a forceps. Both removed and tibial tunnel did bottom out as opposed to continue through to joint implying bone filling joint side. Used a milagro advance 11x 30mm screw to close the bone tunnel. No xrays available. Primary surgery date - (B)(6) 2010- using size 7-9mm acetyl screw. See associated medwatch # 1221934-2014-00414.

Manufacturer narrative:
The complaint device was received and evaluated. Visual observation of the anchor under magnification revealed no structural anomalies that would have contributed to this failure. There is significant tissue and blood debris on the screw indicating implantation. The threads on the anchor appear stressed consistent with it being inserted into the bone. It can be confirmed that this anchor pulled out. Typically, anchor pull outs are associated with incomplete insertion into the bone¿s hole, using instruments not indicated to be used with the anchor, poor bone quality and applying excess force on suture during tensioning. Although we cannot discern a root cause, any of the aforementioned factors or a combination of factors could possibly lead to this failure. No further procedure details were provided to determine a root cause for the reported failure. Furthermore, no lot numbers were supplied for the applier or the needles which precludes conducting a batch history review or a lot specific search in the complaints handling system. At this point in time, no further action is warranted. If additional information is made available to mitek complaints in future, this complaint will be re-opened and re-evaluated. Depuy (B)(4) will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
Procedure: revision intrafix case. Open surgery procedure. Exposed the intrafix screw and sheath which were protruding approximately 2mm out of bone tunnel. Screw mobile when tested with a forceps. Both removed and tibial tunnel did bottom out as opposed to continue through to joint implying bone filling joint side. Used a milagro advance 11x 30mm screw to close the bone tunnel. No xrays available. Primary surgery date - 22/7/10- using size 7-9mm acetyl screw. See associated medwatch # 1221934-2014-00414.

Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek; however, it is not known if it will be received within the 30 day reporting requirement, therefore depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received, it will be reflected in a follow-up medwatch report.